Event description:
Additional information received reported that the patient was being treated for clouding of consciousness. The patient¿s vessel tortuosity was moderate. The patient¿s baseline (tici, nihss etc.) Was unknown. The patient¿s post-thrombectomy condition (tici, nihss, etc.) Was unknown. The cause of the resistance/damage was not determined. The resistance was identified in the middle of the shaft. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered with the phenom catheter. It was reported that after the thrombus was crossed region with phenom27, the micro guide guidewire was removed; a strong resistance was felt during insertion of the product, but when it was pushed as is, taking into consideration that the blood vessel was tortuous, there was a pop sound and the resistance that had been observed just now disappeared at all, so to make sure, the set and the phenom 27 was removed. The sleeve was re-stored and the procedure continued using a lot of the same product. The treatment was completed without any problems. It was noted that the stent was damaged during the procedure and there was delivery catheter damage/disconnection. Torque was not applied to the delivery pusher during the procedure. Near the center of the deliver pusher was damaged or ruptured. It was stated there were remaining fragmented parts in the body, but there was no disarticulation. The stent was removed from the body. It was later report that the procedure was continued by switching to a different product after the microcatheter was immediately collected to the sleeve, the kinks in the stent region and the distal shaft region could not be confirmed, and there were no kinks visually in the proximal region and the middle region of the shaft. Damage or disconnection in the product of solitaire after collection could not be visually confirmed. It was also noted that it was not thought the phenom catheter had any major damage as the procedure was then continued with another solitaire and the same phenom. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 160cm and vector 71 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.